Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube window, cracked case at reservoir tube window corner, scratched reservoir tube window and missing reservoir tube o-ring.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was broken and the reservoir could not stay in place. It was also reported that the o-ring fell out. Customer's blood glucose was 164 mg/dl. Customer was advised that insulin pump would need to be replaced.